Manufacturer narrative:
(B)(4). As the titanium adapter was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter ¿fell off¿ the minicap transfer set. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.